Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, advising the customer to switch to multiple daily injections as a backup therapy, and providing instructions on returning the faulty pump and setting up the replacement.